Event description:
The home patient (hp) reported that they had been overfilled with fluid while using the homechoice cycler for apd therapy. The hp relates that they perform 2 manual exchanges during the day of 2000mls each and had programmed fill volume of 2000mls. Hp relates that the last manual day exchange is drained out during the subsequent initial drain phase using the homechoice cycler. According to the hp, patient had felt overfilled during apd therapy and placed the cycler into a manual drain, removing approximately 3300mls of fluid. There was no patient injury or medical intervention as a result of this incident.